Manufacturer narrative:
Date of event and patient weight is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of the right l5 lead. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: d10 - concomitant medical products updated.

Event description:
Additional information received indicating that the right s1 lead was revealed to be in a suboptimal position. As a result, the migrated right l5 lead and the right s1 lead were replaced on (B)(6) 2026 to address the issue.